Manufacturer narrative:
Section d catalog number was corrected. Optical sensor issue: based on the findings from data log review and the returned pump, the cause of the optical sensor issue was determined to be sensor wear. Per dtm 0550-990, the optical sensor wear occurred beyond to the device's intended design life. Major bleed: the cause of the injuries could not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: h6 type of investigation codes added b01, b24. H6 a24 removed and was replaced with a0709. A0709 already previously reported.

Manufacturer narrative:
The patient is a 65 year old woman with a past medical history significant for type 2 diabetes mellitus, hypertension, hyperlipidemia, heart failure, ischemic cardiomyopathy, an implantable cardioverter defibrillator, peripheral arterial disease, and a history of zenker¿s diverticulum. She previously underwent a percutaneous coronary intervention with impella support to the left circumflex artery. She later underwent an additional percutaneous coronary intervention with impella support to the left circumflex artery and left main coronary artery. She subsequently developed rising lactic acid levels and was transferred to another hospital where an intra aortic balloon pump was inserted, and she was approved for listing heart transplantation. The patient then received an impella 5.5 device. The intra aortic balloon pump was removed, and manual pressure was held for hemostasis. Three point fixation was applied to secure the impella device. The patient was transferred to the intensive care unit in stable condition. Postoperatively, the patient tolerated the procedure well. Laboratory tests were ordered, a transthoracic echocardiogram was ordered to confirm device placement, the three point fixation and surgical dressings were checked, and the patient was extubated. She received two units of packed red blood cells for low hemoglobin. A computed tomography scan obtained the following morning demonstrated a hemothorax, for which a chest tube was placed. The plan included discontinuation of the swan ganz catheter and foley catheter later that day. The patient continued to have improving blood tinged respiratory secretions. On the morning evaluation, approximately 40 milliliters of clot were removed from the previously placed chest tube. Over the weekend, she had developed a hemothorax associated with difficulty during central line placement. The chest tube had produced sanguineous drainage. Anticoagulation therapy remained on hold because she was scheduled for a vascular procedure to repair trauma to the left femoral artery from a prior intra aortic balloon pump. A nasal tamponade device (¿rhino rocket¿) was placed in the left nostril for epistaxis. The plan was to continue physical and occupational therapy, supportive care, and to orthotopic heart transplantation. A multidisciplinary team determined that the impella 5.5 device required exchange due to the long support duration. It is also documented that the patient underwent a thrombectomy of the right arm due to loss of distal pulses, but no further details available. Pulses were restored following the procedure. Ultimately, the patient was successfully bridged to heart transplantation. The impella 5.5 will be coded for major bleed and conservatively for thrombosis with hemostasis, surgical intervention, blood transfusion, serious injury and device revision or replacement as outcomes. The major bleeding and thrombotic complications observed in this patient are plausibly explained by underlying disease, anticoagulation management, procedural trauma, and the complexity of her clinical course. The events are consistent with known risks of critical illness and invasive cardiovascular procedures. Based on the limited information available, device contribution to the events cannot be excluded, therefore conservatively coded.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Optical sensor issue: clinical details report a discrepancy between the pressure system (ps) reading and the non-invasive pressure reading on 10/nov. Psnr alarms were also triggering at the time. Data logs were reviewed and the reports were confirmed. Returned product was investigated and optical signal metrics were within expected range, and the pump passed laser continuity testing. The pump was connected to a console and run in a bucket of water and even though optical signal 5s remained stable, the raw optical sensor was reading 400 mmhg and a psnr alarm triggered. Based on the findings from data log review and the returned pump, the cause of the optical sensor issue was determined to be sensor wear. The optical sensor wear occurred prior to the device's intended 60 day design life. Major bleed: clinical details report that the patient received 2 units of packed red blood cells on 26/sept/2025. The following day, computed tomography (CT) scan revealed a hemothorax. The cause of the injuries could not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced anemia and was transfused two units of packed red blood cells. A CT revealed a hemothorax so a chest tube was placed and anticoagulants were withheld. Later, the patient experienced a discrepancy in non-invasive pressure and intermittent placement signal not reliable alarms. No patient harm was reported.